Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. A search for relative complaint for the same issue with the same product code for the last year revealed that this is the only issue. Review of the history device records was not possible as the lot number given was not for this product code. No root cause could be determined as the sample was not returned for investigation. If the sample is returned in the future, this complaint will be re-opened and the sample investigated. At the present time this complaint is considered closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Even though the distal end pressure was decreased to 80, bos did not come through. Pressure changed during getting through from magnetic door. Pressure changed after MRI test was performed. (Increased to 6 while 4).

Manufacturer narrative:
It was previously reported that the device would not be available for evaluation. The device has subsequently been provided. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 3. The valve was visually inspected: no defects were note. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The catheters were irrigated, no occlusions were noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-8801 with lot cvdcgb, conformed to the specifications when released to stock on the 4th april 2016. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.